Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the instrument noted no abnormalities. During functional testing it was observed that the green firing button was not functioning properly. When pressed the instrument handle would not go into firing position. The instrument was disassembled for evaluation of internal components. This examination noted that the green firing button spring was misassembled inside the trigger hole. The returned sample as received by medtronic was found to not meet specifications. This condition has been brought to the attention of the appropriate personnel and a manufacturing enhancement was initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
This device was returned to the investigations lab. After following up with the reporter, it was determined that the device returned was accidently sent back. As such, there is no alleged device malfunction against the device returned.